Event description:
Per journal article: "management of inguinal herniae after inflatable penile prosthesis reservoir placement in the space of retzius" this retrospective study included patients who underwent inguinal hernia repair in the presence of a 3-piece ipp at a single high-volume tertiary andrology center (january 2012 to january 2025). Retrospective case evaluating the management of inguinal hernias in patients who previously underwent inflatable penile prosthesis (ipp) placement with the reservoir in the space of retzius. Approximately 15-16 patients presented with groin swelling due to inguinal hernia, most commonly direct type, sometimes associated with reservoir herniation. All hernia repairs were performed electively using an open surgical approach. Fifteen patients underwent repair with a prolene plug and patch repair utilizing bard perfix mesh. One young patient with a small direct hernia was managed using posterior wall plication with sutures alone. Among the cases, six patients were presented with indirect inguinal hernia, and no reservoirs were identified within the hernia sac or operative field. However, in two cases, the tubing was observed within the surgical field and was carefully preserved. Management involved herniotomy with reduction of contents followed by posterior wall repair using a plug and patch technique. No postoperative complications or infections were reported after hernia surgery, and all ipps remained functional at a mean follow up of 1.4 years. Two patients experienced hernia recurrence. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and some requiring medical/surgical intervention we are reporting this as a serious injury MDR.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that two (2) patients experienced post operative hernia recurrence. The information obtained is limited to the content of the article. The article does not report that any specific device malfunction, or post-op complications were caused or contributed to the use of the perfix plug. Hernia recurrence is a clinically understood potential complication of surgery/use of the device and is identified in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted. Note, the date of event ((B)(6) 2012) is considered to be the best estimate. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.